Manufacturer narrative:
(B)(4). Batch #: t92c2p. Additional information was requested and the following was obtained: did the extended surgery time due to the issue with the device changed the plan of care for the patient? Yes, they couldn't complete it by laparoscopy and had to convert the case to open as the advance hemostasis button didn't work. What is the current condition of the patient? Well and discharged from hospital. Was there any other action taken for the prolonged time of the surgery? No did the procedure have to be converted to open? Yes it was converted to open. Did the patient need any different type of post op care due to the extended time of the procedure? As the patient undergone the open surgery the hospital release was delayed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the reason for the conversion to open? Were any other laparoscopic methods attempted after the device issue and prior to converting to open? Was the reason for converting to an open procedure solely due to the issue with the device or were other factors involved, including patient conditions? Were the other energy buttons working? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tlh the advance hemostasis of 2 harmonic (harh36) devices was not functioning. The surgery was delay 30 minutes. The procedure was successful. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2020. Additional information was requested and the following was obtained: what was the reason for the conversion to open? Converting to open was, the surgeon didn't have a proper lap device with which he could take the risk of sealing uterine artery were any other laparoscopic methods attempted after the device issue and prior to converting to open? He only had a grasper in his hand other than harh36 on other hand. His own diathermy machine had gone for servicing as it was not working. In the mean time he was using our harh36 for tlh. Was the reason for converting to an open procedure solely due to the issue with the device or were other factors involved, including patient conditions? Yes it was only for device unavailability. Were the other energy buttons working? Other buttons were working. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot / batch.